Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up and it was discovered that the left ventricular lead exhibited complete loss of capture. On (B)(6) 2019, the lead was capped and replaced successfully. The patient was in stable condition.